Event description:
It was reported that during a low anterior resection, the device only stapled about one eighth around and totally cut. Sutured the rest of the cut line. The case was completed with no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation.